Event description:
It was reported that the customer was hospitalized with high blood glucose over 800mg/dl, and she passed out on the porch. The caller stated that the customer has taken off the insulin pump and stopped using the device as she was having trouble with highs and lows and has been hospitalized over 30 times since she began using the insulin pump. The customer was wearing the device at time of admission. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, scratched case, broken belt clip slot, and cracked battery tube threads.